Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and general purpose operating system were replaced, and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The company rep reported that the system was hard down and would not boot up. There is no report of pt injury associated with this event.